Manufacturer narrative:
Additional information: additional information provided indicated there was no patient injury. It was also confirmed that the lens was not saved. The patient was indicated to be non-hispanic/latino or non-hispanic. The following field was updated accordingly: section a5: ethnicity: non-hispanic/latino or non-hispanic. Ll pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5. Ethnicity: unknown/asked but unavailable (asku). Device evaluation: the device was not returned for evaluation as it was discarded; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received from this production order. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from a patient¿s right eye due to residual refractive error, irregular corneal astigmatism secondary to lasik. Patient visual concerns were unsafe distance vision, not getting functional near vision, underwhelming vision. A different johnson & johnson lens, monofocal iol, model dib00 of a lower diopter (14.5d) was used as a replacement which helped addressing the patient's visual concerns. No incision enlargement, no vitrectomy and no sutures required. The account thinks that the device was disposed of. No further information was provided.